Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 were getting clogged and even with cleaning the device would not cauterize. It passed the pre-cautery test. The beeping sound was heard when the toggle was pulled back to activate the device. The adapter was not replaced. Power setting at 3. It is unknown how old is the extension cable, adapter and power supply that was used. The device did shut off after the 15 minute activation and not cauterize after. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/11/2025. An investigation was conducted on 12/15/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be intact. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000510821 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. [Ncmr #18499- during manufacturing activities, it was identified that the washed c-ring molded nozzle (mat# 90480149-01, batch# 3000507551) was incorrectly labeled as washed 2-28 screw (mat# 90478565-01, batch# 3000507417). Manufacturing lead notified quality control (qc), which then verified that the acceptance label on the shop floor packet (sfp) was also incorrect. Per dop0604 rev. Cs step 7.3.1 ¿ 7.3.5, qc personnel are required to verify that material, batch, quantity, and revision match the ¿inspection required¿ label before applying the ¿acceptance¿ label and placing the material in the release bin. This verification step was not properly executed, resulting in mislabeled material being released for manufacturing use. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.